Event description:
It was reported that the patient was taken to the operating room (or) for a driveline debridement for a driveline infection on (B)(6) 2026. Cultures such as bacteremia was identified with 2 blood culture sets taken over a period of 7 days, gram-positive cocci (gpc) bacteria clusters and methicillin-susceptible staphylococcus aureus on pcr. The or staff reported cuts to the driveline during debridement. The staff used bio-glue to seal the cuts on the driveline. The patient treatment plan included recommendations from ID were intravenous antibiotics for approximately four weeks, then transition to suppressive therapy. Repeat cultures were negative. The patient was scheduled to have a washout of the exit site planned on (B)(6) 2026.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.